Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The biomed engineer (be) evaluated the intra-aortic balloon pump (iabp) and replaced the scroll compressor. The be performed a full calibration, functional and safety checks whereas the iabp passed all tests. However, the iabp still displayed "may require maintenance" on the screen and in the fault logs. But the power-up test fails code # 14 no longer appeared. The biomed engineer consulted with a company field service engineer (fse), and after further testing the iabp passed as functional tests as per company specifications.

Event description:
During service test performed by the customer, it was reported that fault log codes # 77 and # 14 displayed on the intra-aortic balloon pump (iabp). "Compressor motor speed adj ¿ assisting¿ which indicates that vacuum performance had failed and an "iabp may require maintenance" message was also received along with power-up test fails code #14 .there was no patient involvement, and no death nor injury was reported.